Event description:
A high readings issue was reported with the Abbott Diabetes Care (ADC) device. The customer received an unspecified high reading obtained on the ADC device compared to an unspecified reading obtained on acompetitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and seizure, but was able to self-treat with insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event.Reportedly, an ADC Device scan of 190 mg/dL was compared to a reading of 55 mg/dL obtained on a healthcare professional (HCP). When plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.